Manufacturer narrative:
The device was returned for evaluation and repair. The issue was confirmed, and the problem was that the main pcb had a resistor which completely disconnected from the board. The main pcb was replaced and based on full factory testing the issue was resolved and the device was sent back to the customer. The root cause was an electrical component failure. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the cautery unit will allow cautery pencil to be used when a grounding pad is not plugged in. The unit acts as though a cautery pad is plugged in even when one is not plugged in. The unit intermittently will not recognize when a cautery pad is plugged in."

Manufacturer narrative:
The device is in process of being returned for evaluation and repair. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.